Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of iab sensation plus 50cc unable to calibrate fiber optic sensor message has been reported. No harm or injury to the patient was reported. Problem was solved during theraphy.